Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed as implant coil found broke from the pushwire. As received, the axium prime coil pushwire was returned for analysis without implant coil attached. The implant coil was not returned for analysis. The pusher was found to not have any damages and the actuator interface was found to be securely attached to the coupler tube. There is no evidence of any detachment attempts by mechanical or manual methods. The coin was present and against the lumen stop. The shield coil was found present and intact. The detach element was still attached to the pusher. The axium prime implant coil was broken off from the detach element with the polypropylene filament also broken. A manual detachment was then attempted by breaking the break indicator and retracting the release wire. The detach element was detached with no issues. The retainer ring was found damaged and could not be accurately measured due to its ovalized shape. Based on the returned device analysis and reported information, we were unable to determined the cause of the event. It is possible that the coil was advanced/retracted against resistance. Other possible causes are: tortuous anatomy, coil not retracted in a one-to-one motion with implant pusher during repositioning or pushwire rotation. Customer reported patient vessel tortuosity as normal and physician did not reposition the coil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium prime coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that second axium coil in the procedure detached prematurely, while advancing coil into the catheter hub itself. The coil detached inside the catheter hub. The patientunderwent coiling treatment of unruptured, saccular left internal carotid artery (cavernous) aneurysm, measuring 4.2mmx5.1mm. The pushwire was not bent or broken of the second coil. There was not any friction or difficulty during delivery. The physician did note reposition the coil and not attempted to detach the coil. Had to get a third coil (same size) and completed the procedure. There were not any patient symptoms or complications associated with this event. No patient injury was reported.